Event description:
It was reported that during a persistent atrial fibrillation ablation a farawave was selected for use. During procedure, the farawave was inserted into the left atrium. It was once deployed into a flower shape and attempted to remove the wire, however, it was too stiff and could not be pulled out. It was taken out of the body once to confirm that the wire could be advanced and then reinserted. The next time it was deployed inside the body, it went into cobra and deployed into a flower shape thereafter. Attempts were made to correct the shape; however, it was unsuccessful. The basket shape was rechecked outside the body, and it was noticed that the spline was extremely misaligned. It could no longer be deployed either when it was attempted to change from basket into a flower shape. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The farawave was visually inspected for any damage that would have led to the guidewire stuck allegation seen in the field. The catheter was returned without a guidewire inserted. Dissection revealed that the guidewire lumen was stretched at the location of the distal inner hypotube, likely causing the guidewire to become stuck. This is possibly the result of the guidewire lumen delaminating from the distal inner hypotube. The catheter was also tested for deployment multiple times. Deployment to basket and flower was successful on every attempt and only minimal resistance was noted, not confirming the deployment failure. Based on all the available information the observed stuck guidewire was likely due to device design due to the location and nature of the breakage. Separately, it was confirmed that the splines of the catheter were bunched.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the farawave was inserted into the left atrium. It was once deployed into a flower shape and attempted to remove the wire, however, it was too stiff and could not be pulled out. It was taken out of the body once to confirm that the wire could be advanced and then reinserted. The next time it was deployed inside the body, it went into cobra and deployed into a flower shape thereafter. Attempts were made to correct the shape; however, it was unsuccessful. The basket shape was rechecked outside the body, and it was noticed that the spline was extremely misaligned. It could no longer be deployed either when it was attempted to change from basket into a flower shape. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.